Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they had high blood glucose value. Customer¿s mom stated that school called because son's blood glucose level was over 600mg/dl and when she put it on his arm it was leaking and it was bent when she removed it was bent. Customer¿s mom declines to troubleshoot for high blood glucose value. Insulin pump will not be returned for analysis.